Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant high inratio2 inr result in comparison to the laboratory result. Results are as follows: date: (B)(6) 2014, inratio2 inr: 6.0, laboratory inr: 3.0. The time between testing was 2.5 hours. Additionally, the pt may have "milked" the finger. Therapeutic range 2.0 - 3.0 for the pt. There was no reported adverse pt sequela. There was no additional info provided.